Event description:
On (B)(6) 2026 the reporter reported that on (B)(6) 2026 the user experienced hypoglycemia with blood glucose (bg) levels unknown during use of the ilet system. The user was transported to the hospital by caregiver where the user was treated with IV dextrose and discharged unknown date. No long-term health effects were reported.

Manufacturer narrative:
Device engineering logs and cgm data for (B)(6) 2026 were reviewed. No pump malfunction alerts were identified, and log analysis confirmed the ilet was operating as designed, with insulin delivery consistent with cgm input. Multiple factory resets were noted. Dexcom g7 data reflected repeated ¿brief sensor issue¿ alerts, indicating intermittent cgm reliability concerns. However, a direct causal relationship between cgm performance and the reported hypoglycemia requiring IV dextrose and subsequent hyperglycemia with reported dka could not be established. No device malfunction was confirmed. The root cause of the reported events could not be definitively determined.